Manufacturer narrative:
Date of event: event date, note only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient had their previous ins removed due to an infection in the patient's bones. The patient stated "it was not the device that caused the infection". The patient stated the infection was unrelated to the device. The patient then stated "when they opened me up they took out on of yawls pain pumps down below." Patient then stated "they flipped me over and went down the back cervical spinal stimulator and some kind of bacteria, anyway got into me, got into the bones." The patient stated there was all these doctor's saying "the hardware has to be taken out because there's a good chance that from your bones it's also got on your hardware." The patient stated again the infection "had nothing to go with the stimulator". It was reported the ins was removed as a precaution until the infection was gone and could be re-implanted. It was noted the ins worked great for the patient. No further complications were reported. No additional patient symptoms were reported.